Event description:
It was reported the catheter was being placed with the use of the vps. During insertion, the clinician received an orange, yellow, and green symbol. Then suddenly a blue bullseye appeared when the catheter was approximately 20cm into the pt. There was a delay in treatment and no pt death or complications reported. Per the clinical support specialist, no additional details of the event are available.

Manufacturer narrative:
(B)(4). The device will not be returned.